Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test due to compromised force sensor system alarm. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had compromised force sensor system alert. The blood glucose was 18 mmol/l at the time of the incident and the insulin pump was no longer working and corrected with pen. Customer was reported that, the ticker was missing and the escape button was not working. The device will be returned for analysis.